Manufacturer narrative:
The insulin pump passed the displacement test and alarmed motor error during the basic occlusion test due to faulty fsr (gold). Unable to perform the prime and compromised sensor system alarm test, occlusion test, and the excessive no delivery tests or verify prime/fill anomaly due to motor error alarm. The motor was tested outside of the device and passed.

Event description:
The customer reported via phone call that the insulin pump had motor error and the in a rewind loop prime rewind. The customer's blood glucose value was 200 mg/dl. Customer stated they are stuck in rewind. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.